Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis. The customer's blood glucose level was unknown at the time of the incident. The customer was using insulin pump but also started taking manual injection. The customer also reported that the insulin pump had received no delivery alarm. The customer was discharged on (B)(6) 2019. The insulin pump will not be returned for analysis.